Event description:
Physician had 2 instances between (B)(6) 2014 where the distal end of a balloon slipped off the enteroscope during a double balloon endoscope (dbe) procedure. As a result, the image on the monitor was obstructed, requiring removal of the enteroscope and starting the procedure over again. No patient injury occurred. When the physician inspected the balloon, he believed there was excess talc powder present.

Manufacturer narrative:
The manufacturer (fujifilm optics) of the bs-2 balloon has been notified and the investigation is ongoing. Currently, there are no other similar complaints from any other customers.